Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge field service engineer(fse) performing preventative maintenance(pm) replaced the scroll compressor to address the compressor test failure issue. The unit passed all functional and safety tests to meet factory specifications. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during preventative maintenance (pm) the cardiosave intra-aortic balloon pump (iabp) failed the compressor pressure test. The pressure regulator was not capable of proving greater than 420mmhg pressure. There was no patient involvement, and there was no adverse event reported.